Event description:
The physician was attempting to implant a 3.0mm length x 30mm diameter endeavor resolute rx coronary stent into the patient. Direct stenting was performed. The device could not cross the lesion and was withdrawn. The lesion was then pre-dilated prior to the second insertion. The stent buckled and there was difficulty encountered when removing the device. The device was inspected prior to use with no issues noted. The patient is reported to be fine and no additional clinical sequelae were reported. Evaluation summary: the device was received for evaluation. The stent had moved distally, so that the first distal stent segment was partially covering the distal marker band. The twelfth, thirteenth and fourteenth distal stent segments were raised, deformed and pulled distally. The eleventh proximal stent segment was raised and deformed. The distal tip was damaged. Blood residue was evident between the balloon folds and along the stent. Scanned photos of the lesion before and after ballooning were received via email however, the quality of the images are poor and the lesion morphology details cannot be confirmed from review of the photos.

Manufacturer narrative:
(B)(4). Evaluation results. Resistance encountered before and after ballooning. Failure to deliver stent, stent deformation. Did not pre-dilate lesion. Evaluation conclusions. Resistance encountered before and after ballooning. Did not pre-dilate lesion.